Manufacturer narrative:
Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Event description:
It was reported that the physician intended to use an endeavor resolute drug eluting stent to treat a lesion located in the mid left anterior descending and circumflex artery. The target lesion was reported to be mildly tortuous and mildly calcified. No damage noted to packaging, i.e. Shelf carton, hoop/tray and no issues were noted when removing the device from the hoop/tray. The device was inspected with no issues identified. Negative prep was performed with no issues encountered. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device and no excessive force was used during delivery. It was reported that stent deformation during positioning/advancement.